Event description:
A review of service data detected a reportable event. During servicing of battery pack (B)(4), which was returned for routine maintenance, it was discovered that the battery tri-cells were almost dead and had low voltages. The battery would not communicate with the (B)(4) software.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon eval, the battery was found to have mismatched cells, all having low voltages. The cause for the mismatched cells cannot be positively determined. No adverse event resulted from the defective battery pack.